Event description:
It was reported during a clinical study that after 18 months post procedure of implanting of the stent (subject device) the patient suffered a seizure. It was resolved without residual effects. No other information is available.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event is covered in the device directions for use (dfu). Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. H3 other text: device remains implanted in patient.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported during a clinical study that after 18 months post procedure of implanting of the stent (subject device) the patient suffered a seizure. It was resolved without residual effects. No other information is available.